Manufacturer narrative:
Manufacturer completed the entire form. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Manufacturer narrative:
One unit was returned for evaluation. Supplier performed investigation. No fault was found with the returned unit. Unable to confirm reported issue.

Event description:
A report was received stating the endotracheal tube cuff lost pressure when the pilot balloon was detached from the cuff inflation device. The endotracheal tube was in use for 2 hours when the cuff was observed losing pressure. The pilot balloon valve is believed to have been leaking and causing the cuff to deflate. No incident related medical sequela was reported.